Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device lot number 60000459 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and air was found during aspiration from the side port. One hour after the start of use, damage to the hemostatic valve was confirmed. The issue was resolved by replacing the vizigo sheath with another new one. The procedure was completed without patient consequence. Additional information was received on 16-dec-2025. The specific section the issue was observed was the hemostatic valve. The sheath was being used on the patient. No air entered the patient¿s body. No blood return observed. No needle was involved in the alleged event. Additional information was received on 23-dec-2025. Air was found during aspiration from side port. We could not get the detailed information on the defect. The brim cap and the hub did not detach from the sheath. The event was originally considered non-reportable, however, bwi became aware on 23-dec-2025 that air was found during aspiration from the side port and have assessed this issue as reportable. The awareness date for this record is 23-dec-2025.